Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had incorrect code key - user's test strip had poor storage.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 124 to 126 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined. Verified storage of test strips is not within specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 02/28/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set correctly): 1: 389 mg/dl 03/23/2015 05:53am. 2: 397 mg/dl 03/22/2015 06:26am. 3: 329 mg/dl 03/31/2015 06:48am. 4: 333 mg/dl 03/20/2015 05:35am. 5: 272 mg/dl 03/19/2015 05:47am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.